Event description:
Reportedly, during the follow-up performed in (B)(6) 2017, the residual longevity displayed on the programmer screen was 3 years minimum. In (B)(6) 2017, it was less than 12 months. Pacing was increased during this period, but the longevity variation was considerable. As a result, the device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed in january 2017, the residual longevity displayed on the programmer screen was 3 years minimum. In (B)(6) 2017, it was less than 12 months. Pacing was increased during this period, but the longevity variation was considerable. As a result, the device was explanted and will be returned for analysis.